Event description:
The customer reported that the visera video system center connector was damaged. The issue was found during maintenance, after a diagnostic procedure where the device was used with no reported impact to the procedure or patient. The device was returned to olympus for evaluation. Inspection and testing found that the image displayed was half white and black (no image displayed) due to a faulty mother board. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported damaged connector and found that it was likely due to excessive stress of the output socket. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to d10 as information was inadvertently missed on the initial. Correction to g2 health professional should not be selected on the initial report to align with e2/e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. It is likely an abnormal image occurred due to defective mother board as the video signal output was not normal. Olympus will continue to monitor field performance for this device.